Event description:
Add'l info rec'd from MFR 11/12/99: co did not receive a complaint from the complainant. Co does not have the device to evaluate. The breast pump contains a suction control dial to adjust suction levels, additionally, the device contains a suction release button/valve. The suction release feature allows a nursing mother to simulate the sucking motion of an infant as well as immediately cutting off suction if necessary.